Event description:
A (B)(6) female pt had hip surgery on (B)(6) 2012 with a synthes USA plate used. Pt had pain in hip area from previous surgery around 3 weeks prior to coming into the hospital on (B)(6) 2013. Based on x-ray, appeared plate was fractured. Pt did not recall doing any activity that would have caused the plate to fracture. Hip surgery was performed on (B)(6) 2013 and the dx was nonunion periprosthetic fracture, right femur around the bipolar stem with degenerative arthritis acetabulum. The procedure performed was removal of bipolar prosthesis right hip, revision right total hip arthroplasty and open reduction internal fixation right femur fractures. During surgery pt experienced 1000cc blood loss, rec'd 6 units of packed red blood cells, and was temporarily intubated and transferred to ICU. She recovered well during hospitalization and was discharged to nursing home in stable condition on (B)(6) 2013 for rehabilitation services.